Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon did not appear to have been inflated, as it was still folded. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 9mm x 4cm balloon. A complete circumferential outer shaft break was noted at the proximal balloon to shaft joint. The inner polyimide underneath was intact and not kinked. There were no other anomalies noted on the device. The break was examined under microscopic magnification. The edges of the outer shaft break were observed to be slightly stretched, indicating that excessive tension may have been applied to the shaft. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: the photo shows a balloon with a complete circumferential outer shaft break at the proximal balloon glue joint. The balloon protector is still partially covering the balloon. Based on the photo provided, the investigation is confirmed for a complete circumferential outer shaft break at the proximal balloon to shaft joint. Conclusion: the device was returned and one photo was provided for review. The investigation is confirmed for a complete circumferential outer shaft break at the proximal balloon to shaft joint. Based on the returned sample condition (i.e. Slight stretching at the break site), it is likely that external forces were applied to the device. It is unknown if the manner in which the balloon protector was removed from the device contributed to the catheter break. The definitive root cause could not be determined based upon the available information. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation the pta balloon distal shaft allegedly broke circumferentially upon removal of the protective plastic tubing. There was no reported patient involvement.